Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient felt sick/tired/weak and mumbling on words and later got hospitalized on (B)(6) 2025 due to high blood glucose event. The blood glucose level was 500mg/dl at the time of event and the patient got treated with insulin shots and intravenous drip. The patient stayed in the hospital for greater than twenty-four hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6008276 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6008276 was manufactured according to the work instruction (wi) version 79 packaging in the multivac 12, on 23/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an health care professional or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level and symptoms e.g., moderate to large ketones, nausea, vomiting, abdominal pain, confusion) and lot 6008276 and another 1 complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, another 1 complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.